Event description:
During on-site service, the baxter service technician experienced an f-38 alarm (malfunction in tube misloading detection circuitry) on a flo-gard infusion pump. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection and a power on self-test were performed. During the power on self-test, an f-38 alarm occurred. The cause of the alarm were damaged force sensing resistor's. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.